Event description:
It was reported that the cast cutter began overheating while the equipment was being tested. There was no medical intervention required or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with non-MFR components and repairs found inside the switch and top assembly. Those parts were replaced along with worn components, and the device was returned to the customer.